Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: the keypad cover was intact; no damage was observed. During investigation, all of the keypad buttons were found respond properly to button presses. The keypad cover was removed and no contamination was found on the button contacts. The pump was opened and there was no evidence of the moisture corrosion inside the pump near keypad connector. The complaint of a keypad button response issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.